Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was instructed to replace the uim (user interface module). A part number and price for uim were provided, as well as a part number for a rubber elbow to be replaced pre-emptively. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator touchscreen on the uim (user interface module) was frozen and that it was unable to enter service mode using the setup membrane button. At this time, there is no information regarding patient associated with the reported event.